Manufacturer narrative:
Correction: for mc1vr010 delsys. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No, device evaluation anticipated, but not yet begun. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was not taking anticoagulants and steroids.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient death was due to acute myocardial infarction (ami), and was less likely to be a tamponade due to the leadless ipg tine exposure. The reason was that the tine was exposed at the time of the pathological dissection of the heart, but if the blood from the place became a tamponade due to leakage, hematoma seemed to adhere to the bleeding point. The conclusion is that there is a high possibility of another disease, but not that (cardiac tamponade).

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 2020-03-28 / serial# (B)(4). UDI#: (B)(4). Manufacture date: 2018-10-08. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was implanted. Echocardiography which was performed immediately after the procedure revealed no issue. After postoperative day two, the patient had a sudden change in condition. The patient experienced sudden cardiac tamponade due to perforation. There was a hole of 10 millimeters near the junction of the superior vena cava (svc) and the atrium and severe hemorrhage was observed. Because there were many cases to damage the vessel at the time of cardiac massage, the amount of bleeding that was attributed to the tine of the leadless ipg was unknown. Pulseless electrical activity (pea) occurred although pacing was delivered, and pericardial effusion was noted at that time via CT scan. Cardiopulmonary resuscitation was performed however, the patient died. In addition, pathological autopsy revealed a point that one tine was exposed from the apical anterior wall as well as a trace of 10 millimeters scratch in the inferior vena cava (ivc) ostium. Per the physician, cardiac tamponade was developed by some influence, which might be an influence of ongoing cardiac massage, that was followed by the (pea). No further patient complications have been reported as a result of this event. The cause of death was reported as cardiac tamponade caused by the leadless ipg implantation. Cardiac tamponade was developed and it was followed by pulseless electrical activity(pea).